Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm noted during testing. Pump error 25 alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Event description:
It was reported that the insulin pump had power error. The customer's blood glucose level was 17 mmol/l at the time of incident. The customer declined troubleshoot for high blood glucose and customer treated high blood glucose with insulin pump. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.